Event description:
It was reported that the index procedure took place on (B)(6) 2011 in which a two promus stents were deployed. On (B)(6) 2013, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunction or product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.